Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01054. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic aquablation for obstructive bph (benign prostatic hyperplasia) procedure the cystoscopy sheath broke. The piece was retrieved completely and the procedure was completed without complications. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.